Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned for evaluation; however, return is anticipated. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. Mdrs related to this report: 2029214-2017-00229, 2029214-2017-00230. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during treatment of a giant aneurysm located in the ophthalmic segment of the internal carotid artery (ica), two pipeline devices did not open as the patient had tortuous anatomy. It was reported that during embolization the pipeline flex (ped-500-25) was distal to the neck of the aneurysm and attempted to be released from the distal portion but despite different maneuvers to achieve its opening it is observed that it does not open distally. The doctor used other pipeline flex device which was implanted with some difficulties because of resistance when climbing the curves of the artery. It was necessary to implant a second device to cover the entire neck of the aneurysm; therefore pipeline flex device (ped-500-35) was raised and at the moment of initiation of the release the distal part did not open. The device was continued to be released but only opened in the middle and the proximal and distal part would not open despite several maneuvers to stimulate its opening. The device was recovered inside the microcatheter and another pipeline was implanted without complications. No patient injury was reported. The aneurysm was giant with a max diameter was 16 x 13.4 mm. The neck diameter was 9 mm. The distal landing zone was 4.9 mm and the proximal was 5.1 mm.

Manufacturer narrative:
Type of follow up - device evaluation. Device evaluated by manufacturer. Codes updated the pipeline flex delivery system was returned for evaluation. As received, the pipeline braid was returned detached from the pushwire; therefore, the distal and proximal ends of the braid were unable to be identified. The pipeline braid was found opened and severely frayed at both ends. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. No other anomalies were observed. Based on the customer¿s photos, the analysis findings and the event description, the clinical observation of "failure to open," could not be confirmed. We are unable to definitively determine the cause for the reported event. However, it is possible that the ¿severe vessel tortuosity¿ and ¿damaged braid¿ may have contributed to the ¿failure to open¿ issues. However, the cause for damaged braid could not be determined. Additionally, the damages seen on the pipeline braid (fraying) and hypotube (stretching); suggest excessive force used. Per our instructions for use (IFU), the user should discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis." All products are 100% inspected for damage and irregularities during manufacture.